Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The test strips were also returned but not tested since the alleged issue pertains to a meter issue only.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.